Event description:
It was reported that, "rep was restocking the set and checked the inserters. The 7 mm and 8 mm inserters are not threading properly onto the implants. The set was used in a case on (B)(6) 2012, but the surgeon did not have any problems with the inserters during the surgery."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.